Manufacturer narrative:
Evaluation summary: the analysis results found that the 511sd instrument was received with the sleeve melted at the tip. This type of damage is consistent with the one produced by an energetic device such as harmonic scalpel. During the assembly process, the condition of the sleeve is a 100% inspected as follows: "place the sleeve housing onto the nest so that the housing is seated into check the sleeve tube for decoration, cosmetic, and foreign matter issues scrap all rejects." As per product IFU: "a thorough understanding of the principles and techniques involved in laser, electrosurgical, and ultrasonic procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. Ensure that electrical insulation or grounding is not compromised. Do not immerse electrosurgical instruments in liquid unless the instruments are designed and labeled to be immersed."

Event description:
It was reported that the harmonic device touched the end of the trocar, creating a sharp burnt edge. They changed trocars and complete the procedure without any adverse patient consequence.